Event description:
It was reported during ureteral stent placement, the distal pigtail detached when resistance was encountered during suture removal. Retrieval of the distal segment from the pt utilizing grasping forceps was uneventful. The remainder of the stent is functioning and remains in place and the pt condition is good. The retrieved portion of the device was destroyed by the user facility. Therefore, no failure analysis will be available. Follow up indicated that resistance was encountered removing the suture which may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: "caution: if suture cannot easily be removed, it is recommended that an additional 20 cm of suture be attached to one end of the cut suture. Advance 8f dilator over suture to ureteral stent. 6f dilator will maintain stent position while slowley removing the suture from the stent."